Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connector on the cine hard drive was reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not function in the cine mode. No patient injury was reported.